Manufacturer narrative:
(B)(4).

Event description:
The customer had issues calibrating multiple assays and received questionable results for qc material and an unknown number of patient samples. Of the data provided, only the a1c-2 tina-quant hemoglobin a1c gen.2 result for one patient sample was discrepant. The initial result was 5.0% and was reported outside of the laboratory. The repeat result was 4.2% and was believed to be correct. The customer was not aware of any adverse event. The reagent lot number and expiration date were requested but were not provided. The customer noticed liquid on top of the cell covers. The field service representative found the cell cover was bent and the rinse mechanism was overfilling the cuvettes. He adjusted the cell cover and the fluidics of the rinse mechanism. He ran successful calibration and qc on all analytes.